Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, gravida ii and parity 2. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), anxiety ("anxiety") and perinatal depression ("postpartum depression worsened"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, headache, menorrhagia, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety and perinatal depression had not resolved. The reporter considered anxiety, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, pelvic pain, perinatal depression, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: normal. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: the (B)(4) was identified as a fu of this case and therefore the case (B)(4) was deleted from argus database and all information was transferred to this case. Essure insertion date was updated. Lab test was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, gravida ii and parity 2. Previously administered products included for an unreported indication: oral contraception nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain in visual analogue scale: 1 (after the essure insertion)"). In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), headache ("cephalea"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), anxiety ("anxiety") and perinatal depression ("postpartum depression worsened"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, headache, heavy menstrual bleeding, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety and perinatal depression had not resolved and the procedural pain outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered anxiety, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, heavy menstrual bleeding, pelvic pain, perinatal depression, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: normal. Gynaecological examination - on (B)(6) 2015: cervical polyp. Pregnancy test - on (B)(6) 2015: negative. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Lot number: b02267 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, gravida ii and parity 2. Previously administered products included for an unreported indication: oral contraception nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain in visual analogue scale: 1 (after the essure insertion)"). In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), headache ("cephalea"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), anxiety ("anxiety") and perinatal depression ("postpartum depression worsened"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, headache, heavy menstrual bleeding, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety and perinatal depression had not resolved and the procedural pain outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered anxiety, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, heavy menstrual bleeding, pelvic pain, perinatal depression, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on 10-jul-2018: normal. Gynaecological examination - on 15-jun-2015: cervical polyp. Pregnancy test - on 08-jun-2015: negative. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2021: new informations added: essure lot number, lab datas, historical drugs and a new adverse event (procedural pain). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, pregnancy and parity 2. In (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), headache ("cephalea"), peripheral swelling ("swelling in lower limbs"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety") and depression ("postpartum depression worsened"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, peripheral swelling, menorrhagia, pelvic pain, dysmenorrhoea, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety and depression had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, pelvic pain, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, gravida ii and parity 2. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), anxiety ("anxiety") and perinatal depression ("postpartum depression worsened"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, headache, menorrhagia, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety and perinatal depression had not resolved. The reporter considered anxiety, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, pelvic pain, perinatal depression, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: normal. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, gravida ii and parity 2. In (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety") and perinatal depression ("postpartum depression worsened"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, headache, menorrhagia, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety and perinatal depression had not resolved. The reporter considered anxiety, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, pelvic pain, perinatal depression, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.